Event description:
It was reported that prior to starting a da vinci surgical procedure, testbody won't let it be inserted at sterilization on the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of testbody won't let it be inserted at sterilization. There was no trouble found. The instrument was sterilized with no issues. The tip cover accessory was placed on the instrument and placed on an in-house system and it passed recognition and fit through the cannula with no issue. Failure analysis investigation also found the following damages: the instrument's blade cut test failed. There was no blade damage. The instrument was placed on an in-house system for latex cut and the scissors did not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. The blade edges were not damaged, however the edges exhibited wear at the tips, negatively affecting cut performance. The tube extension's pad printing was also observed to be removed. The tube extension had scratches which caused light material removal. Failure analysis concluded that the pad printing removed damage may be due to mishandling/misuse. The distal end of the main tube had a scratch mark with light material removal and was not aligned with the tube axis. The instrument's flush tube was also kinked. The housing was removed to find the flush tube exhibited a couple of kinks in the backend. Kinks occur prior to flush tube entering the idler block. Kinks can restrict fluid flow, which can prevent proper flushing of the instrument. The distal end of the main tube had micro cracks. The micro cracks run in the axial direction and measured approximately 0.277. These types of micro cracks will not lead to a mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these micro cracks is confined to 2 cm of the distal end of the instrument shaft. The customer reported complaint does not in itself constitute a MDR reportable event; however, the micro cracks found during failure analysis, if to recur could cause or contribute to an adverse event.